Manufacturer narrative:
A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records but was denied as patient authorization is needed. Several attempts were made to obtain medical images but no response was received from the hospital. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: g1,2: contact office- name has been updated. H6: result code: remove code 3221. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3 endoleak of indeterminate origin was reported. An intervention was competed. The physician elected to reline the original implanted devices with non- endolgix (gore) stent to resolve the reported event. The patient was reported as doing well post intervention.